Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. Estimated date of occurrence (reported as within the last 4 weeks).

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the whole monofilament was exposed at the anterior foot pocket with the posterior cuff and needle tip still attached to the rail end. Both cuffs were still attached to the link. The anterior cuff was still loaded on the foot pocket and there was no needle strike mark on the foot, confirming an anterior cuff miss occurred. During testing, a proxy plunger was reinserted to test the needle trajectory and the results were acceptable. Based on the investigation findings, the most probable root cause for the anterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device during needle deployment. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, an unknown failure occurred with the proglide device. It is unknown how hemostasis was achieved. There were no adverse patient effects reported. Though requested no additional information was provided.